Event description:
Patient requested a few more sets of cadd tubing and cassettes due to having a few defective ones which caused her to use up more medication than she needed to. No other information provided. No lot or expiration date available for products. Did the product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.